Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 25 units. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact customer¿s blood glucose level. Reportedly, the customer had manual injections for alternate insulin therapy.